Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported an issue with the right manipulator. Tse viewed the system event logs and noticed an error 23025 pointing axis 3. Tse asked him to shutdown the system and cycle the ssc breaker. After restarting the error remained. Caller stated that before calling us they have tried to restart without any success. Tse explained that the right manipulator was down, and the system was not usable anymore. Surgeon decided to convert to open surgery with no reported injury. On july 19th, 2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the surgery was converted to open surgery. The conversion resulted in an increased port size incision, specifically a median scar of at least 10 cm. The patient did tolerate the change. However, it is important to note that postoperative follow-up and functional results may be compromised.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported failure (error 23025) was able to be reproduced during a sine cycle.